Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms noted during testing. No audio/beep anomaly during testing noted. The vibrator/beep functioned properly. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an audio anomaly. The customer stated that they could not hear the beep very loud. The customer stated that the insulin was beeping but it was very quiet. The customer's blood glucose was 336 mg/dl at the time of incident. The customer performed self-test and the insulin pump passed. The customer stated that they did not want to set the insulin pump on vibrate mode. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.